Manufacturer narrative:
Date of event: unknown. Investigation summary: a photo was received for evaluation. Photo showed leakage past stopper, minor missing print, and ink dots therefore failure mode is verified. There did not appear to be any damage to the stopper in the photo so this failure mode is not verified. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Minor missing print: missing print can happen when syringes rub against each other in conveyors or bins as they move through the assembly and packaging process. Missing print is considered acceptable if under 50% of any given item (number, letter, or graduation line) is missing and still legible. Improperly cured ink, cosmetic defect in nature and does not affect the effectiveness of the syringe. Every shift tape tests are performed using scotch tape and surgical tape across tip and flange ends to help identify % of ink left on barrel. Ink permanency is also performed at the beginning of ta batch using 70% isopropyl or ethyl alcohol placed on cotton ball and ran across barrel 4 times (2 in each direction) using back and forth motion also haemosol is placed on cotton ball and ran across ink on barrel 4 times (2 in each direction) using back and forth motion to help identify any removal of ink. Ink dots: ink dots can occur after the graduation scale printing process. During transport between the printing, assembly, and packaging processes, syringes can make contact with each other. It is possible that during contact, ink from the graduation scale can transfer between syringes causing dots of ink. No corrective actions have been identified for the leakage at this time. A CAPA (corrective and preventive action) has been initiated to improve the ink curing process and reduce contact between syringes to mitigate ink dot issues and print removal. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Syringe batches 8116863 and 8116865 of material (B)(4) were used to produce batch 8116648, material (B)(4). A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the first complaint for the lot# 8116648 for the same defect or symptom. Syringe batches 8116863 and 8116865 of material (B)(4) were used to produce batch 8116648, material (B)(4). The 8116863: no related defects or qns were recorded in the DHR. All required cleaning for this batch was completed. The 8116865: no related defects or qns were recorded in the DHR. All required cleaning for this batch was completed.

Event description:
It was reported that the bd syringe luer-lok¿ tip bulk sterile convenience pak had issues with sterility breach, defective stoppers, leakage, and incomplete scale markings. There was no report of exposure, injury, or medical intervention.